Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 4 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used on a patient. The root cause of the triggering of the watchdog lls issue could not be determined. There was no patient or user harm.

Event description:
When this c1 was being used on the patient, "tf385002, tf443001, tf485001" occurred and ventilation was stopped. After tf occurred and ventilation ceased, the patient's spo2 fell to 40%, but his condition is now stable. As a result of rebooting, it worked normally, but it was replaced with another respiratory organ without being used for the patient. Please tell me the cause of this phenomenon and the countermeasures.